Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited noise. The patient is pacemaker dependent. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable pre, during and post procedure.